Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported using an inflation device a low profile balloon catheter popped during inflation. Additional information has been requested but not provided at the time of this report.

Manufacturer narrative:
A review of the following: review of complaint history, review of device history record, review of documentation, review of instructions for use (IFU), review of manufacturing instructions (mi), review of quality control (qc), and review of specifications. The affected product was not returned for investigation. There is no evidence to suggest that the product was not manufactured to current specifications. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue or if the device had been smashed/damaged in transport. A complaint history search revealed this complaint to be the only reported complaint associated to the complaint lot number. Warnings included in the IFU state: "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters indicated in the compliance card insert. Over-inflation may cause rupture of the balloon, with result damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. Do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked "distal." Rupture may occur." Based on the available information, we are unable to determine if this complaint was contributed to a procedurally related circumstance, human anatomy or device related.